Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert (lia) triggered due to right ventricular (rv) high lead impedance variation and oversensing with sensing integrity counter (sic). The lead was suspect of a fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.